Manufacturer narrative:
(B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medial device reports: (1) freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00238 and (2) freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00243). The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that freedom ac power supply s/n 10544 has a cracked connector. The customer also reported that the patient was provided with a replacement ac power supply. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medial device reports: (1) freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00238 and (2) freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2016-00243). The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that freedom ac power supply s/n (B)(4) had a cracked connector. The customer also reported that the patient was provided with a replacement ac power supply. There was no reported adverse patient impact. The ac power supply was returned to syncardia for evaluation. Visual inspection revealed a broken strain relief and a crack in the connector cover. During investigation testing, despite the observed damage, the ac power supply was electrically functional, would mate with a freedom power adaptor, and could provide power to a freedom driver. A broken strain relief usually occurs from normal wear and tear. A cracked connector cover usually occurs from being dropped or stepped on. Because of the damage observed during the investigation, the ac power supply was taken out of service. This failure mode posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. The freedom driver continued to function as intended. The freedom driver has redundant power sources of onboard batteries and a car charger. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.